Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion sensor seal was bubbled and delaminated. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/17/2024. One device was returned for repair with complaint of delaminated downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Confirmed dso seal was damaged due to contamination. Replaced the dso seal and device was running normally.